Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned/received for evaluation. The most likely cause of the reported failure is use error due to prying/leveraging and/or misaligned insertion.

Event description:
On 04/12/2023 it was reported by a sales representative via sems that an ar-18700-54 driver shaft would not mate. This was discovered during an unspecified time with no patient effect.